Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding an alleged non-reproducible elecsys troponin t hs stat assay results for two patient samples tested on a cobas 6000 e601 module. The first patient sample initially resulted in a troponin t value of 0.047 ng/ml and it repeated as 205.7 pg/ml. The second patient sample initially resulted in a troponin t value of 0.037 ng/ml. The sample was repeated resulting in a value of 73.64 pg/ml. The sample was also repeated on a second analyzer, resulting in a value of 88.19 pg/ml.

Manufacturer narrative:
The customer provided data for a third patient sample with discrepant troponin t results. The third sample was collected from a male patient with a diagnosis of myalgia (non-coronary disease). This sample initially resulted in a troponin t value of 14.28 and repeated 21.99. No units of measure were provided for the results from the third sample. The sample resulted in a troponin I value of <0.100 ng/l. The patient samples were not submitted for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.